Manufacturer narrative:
Evaluation result: fowler, gas spring trip bracket.

Event description:
It was reported by service report that the fowler is in the upright position and cannot be lowered. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.